Event description:
It was reported that the customer experienced an elevated blood glucose level that ultimately lead to them being hospitalized. Cause was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.